Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid pd effluent, abdominal pain, fever, nausea and vomiting. The cause was unknown. On an unknown date, the patient was hospitalized for the peritonitis. Treatment was not reported. On an unreported date, the peritonitis was resolved and the patient was recovered from the event. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.